Event description:
Per statement made by initial reporter, investigating fire chief: on (B)(6) 2015, the (B)(6)female ((B)(6)) was transported to the ed for medical treatment of smoke inhalation, skin tears and burn on her thumb. Also, as initially reported by chief (B)(6) to customer service, is conducting a fire investigation in regards to this bed. The bed came down on a cord, not a bed cord, a number of times until finally crushing the cord which electrified the bed frame causing the alternating air loss mattress to catch on fire. The (B)(6) occupant burnt her arm and thumb when she put her pillow on the fire to try to put out the flames.

Manufacturer narrative:
Reporting with current information available; full report not obtained at this point. No prior reports of this nature.